Event description:
It was reported that a revision surgery of right hip was performed due to: failed hip antroplasty, metallosis, pseudotumor.

Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.